Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A query of the entire complaint history of this part was conducted on (B)(4) 2011, which did not contribute any additional information to this investigation. No further action is required at this time - this investigation is considered closed. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the driver tip broke during surgery. Although the instrument was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.